Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 23-jul-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), yielded a high concern bacterium (positive cocci - staphylococcus lugdunensis) after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 35 colony forming units(cfu) as comprising of the following 9 isolates: 1 - positive rods - bacillus licheniformis; 2 - positive cocci - staphylococcus lugdunensis; 3 - negative rods - bacillus subterraneus; 4 - positive coccobacilli - corynebacterium aurimucosum; 5 - positive cocci - micrococcus luteus; 6 - positive rods - bacillus licheniformis; 7 - variable coccobacilli - corynebacterium aurimucosum; 8 - positive rods - bacillus licheniformis; 9 - positive rods - bacillus licheniformis. Study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 01-aug-2019. The duodenoscope was inspected by pentax medical service on 05-aug-2019 and the following inspection findings were documented: primary operation channel excess glue at distal end; hole in # 1 remote control button cover; passed wet leak test; passed dry leak test; hole in # 2 remote control button cover. The duodenoscope is currently undergoing repairs including the following components: o-ring(0.5x1.3)'; distal case/cap; remote control button; o-rings and seals. The duodenoscope is pending repair completion and re-sampling as of 20-aug-2019.